Event description:
Internal heater wires protruded and melted into the circuit. There was a slight perforation that caused a low pressure alarm alerting the caregiver who discovered the deformation.

Manufacturer narrative:
The sample was received for evaluation and was evaluated according to the manufacturing facilities inspection procedure. The sample provided did present with a portion of the tube melted; therefore we are able to confirm the issue reported. The wire from the sample was functionally tested and was found in accordance with our quality criteria, the wire did not show any signs of overheating. Our manufacturing process was reviewed and no problems were found related to the issue reported. Therefore, based on this information we are unable to determine a possible root cause. However, the label copy for this product does caution against the following: do not use this circuit where gas temperature at the outlet of the humidifier exceeds 60 degrees celsius. Do not use the heated circuit without gas flow. Do not place material on or around the heated wire tubing. The label also warns against: avoid contact with patient skin, do not stretch the tubing and do not soak, rinse wash or sterilize this product.